Event description:
On (B)(6) 2004, the patient was implanted with two original gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date in (B)(6) 2012, computed tomography scan revealed 1-1.5 cm of aneurysm growth in comparison to a previous study. However, no endoleak was detected. The physician suspects endotension to be the cause of the patient's aneurysm enlargement. On (B)(6) 2012, the physician re-lined the existing stent-graft system with two low-permeability gore excluder aaa endoprostheses to treat the endotension. The endotension was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Results pending completion of manufacturing evaluation.